Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin pump had blank display. The customer treated with manual injections. Customer's blood glucose value was 268 mg/dl. Customer stated that pump will not turn on went to put it back on and it won't come back. The product was not returned for analysis.